Manufacturer narrative:
The customer reported the suspected flow sensor assembly is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the"flow sensor disconnection" message displays in the alarm banner when turned on. The customer reported ventilation and monitored values looked ok, so they continued to use this for the patient. The customer reported when imi field service checked the vent, touch screen and membrane key didn't work at all. The error was resolved after they replaced the flow sensor. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed and duplicated. The component u1 ic, eeprom, 2k bit, 10mhz, 8 lead, soic has failed. This issue will be internally investigated within vyaire.